Event description:
It was reported that a 69 yo male patient, initial left knee implanted on (B)(6) 2019, underwent a revision procedure on (B)(6) 2022, approximately 2 years 7 months post the initial procedure to swap the recall implant. The patient was last known to be in stable condition following the event. The device is not returning as the hospital refused to return.

Manufacturer narrative:
No device return anticipated due to hospital refusing to return. Concomitants: 02-020-13-0235 - truliant cr cem fem cr cem left sz 3.5 6118393, 02-022-45-3535 - truliant tib fit tray cem sz 3.5f / 3.5t 6219289, 200-02-35 - three peg patella 35mm 6204624, 201-78-15 - holding pin mini sharp point 4 pk 6289483, 521-78-23 - threaded pin size 2.3 collared 2pk s043874, 521-78-32 - threaded pin size 3.0 collarless 2pk s043865. Recall: z-0023-2022. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent poly swap/revision has been reported to be due to the device recall; no other reason reported.

Event description:
No additional information.